Event description:
Information was received that this smiths medical cadd extension sets experienced leaking tubing. The patient reported that the filter on the cadd extension set tubing was leaking. Subsequently, the patient changed to a different tubing. No adverse event reported due to the leaking.

Manufacturer narrative:
Additional information was received indicating the infusion was life sustaining and patient information was provided (age, date of birth and weight).